Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: on (B)(6) 2025, at 1400, pump was already running on patient. (Staff would check how much of the medication is being infused into the patient based on the remaining volume in the microchamber at every hour.) At 1400, staff had already checked on the patient and no abnormalities were observed. At 1500, while staff was checking on the patient, she noticed that based on the previous balance in the microchamber 10 milliliters (ml) has been infused, which does not tally with the set rate. No intervention was done at that time as staff thought that from previous round, medication was flushed hence infusion continued. At 1600, staff thought that she saw the measurement wrongly, hence there were also no intervention done. At 1700, when staff confirmed that pump was infusing more than set rate, infusion was then stopped immediately. Original infusion set was switched to another pump and continued to be used on patient with no issue.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910. Additional information h4 device manufacturer date investigation results: the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2025 were analyzed. A space line was selected and the infusion was started with a rate of 1,90ml/h and a volume of 120ml at 12:11am. At 7:27am the rate was change to 2,40ml/h and the infusion was continued. At 4:26pm the rate was change to 2,70ml/h and at 4:49pm the rate was change to 2,67ml/h. At 5:12pm the infusion was stopped and the line was extracted. At this time, 36,74ml/h was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.